Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, a pump jam occurred on the roller pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval in progress, but not yet concluded. The (B)(6) service center was unable to reproduce the complaint. The unit was returned for further investigation.